Event description:
This is a reportable event because, the patient received medication for intervention after experiencing a minor burn (normal side effect) from laser treatment.

Manufacturer narrative:
Patient was prescribed medications for preventative use (topical cloderm, eladil, avene cicalfate), but oral dexamethasone was for pain intervention use. Treatment parameters were within guidelines and patient is now healing. There was no problem found with the laser.